Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the bottom half of the external pulse generator (epg) display was not visible. The caller was informed that the epg is beyond its service life. The epg remains in the possession of the facility. There was no patient involvement.